Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the right ventricular lead was opened and not used due to a lead integrity concern. The coils on the lead showed possible separation and the distal pace/sense portion was significantly kinked (without stylet inserted). Another lead was implanted. No patient complications have been reported as a result of this event.